Manufacturer narrative:
(B)(4) this ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the ipg is unable to communicate with the external devices the patient last received stimulation approximately one month ago and in addition last recharged the ipg approximately one month ago. The sjm representative confirmed the ipg is inoperable .surgical intervention may be pending to address this issue.